Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0my9y, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the representative reported the lead had apparently migrated and the patient complained to the physician about lack of relief from symptoms. An impedance check was performed and an x-ray was taken on (B)(6) 2016. The lead was removed and replaced. It was indicated the cause of the lead migration was unknown. It was identified the lead was too lateral. The issue was noted to be resolved at the time of report. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.